Manufacturer narrative:
The reported event was not confirmed through functional testing and archive data review of the autopulse li-ion battery (sn: (B)(4). Upon visual inspection no physical damage was observed and three amber lights were flashing on incoming inspection. During functional testing, the battery passed charging in a known good multi chemistry charger and four green lights flashing after the successful charging. The battery archive was downloaded and reviewed. The archive data review showed that the battery was inserted in the autopulse and recorded two (2) cell over-voltage errors after about 2.5 minutes. No battery capacity was recorded during the error event. The battery passed the test and is working fine as intended for use. However, the battery has exceeded its five years from its date of manufacture. Please see the following related MFR report: MFR#: 3010617000-2018-01139 for the autopulse platform. MFR#: 3010617000-2018-01145 for the 2nd autopulse li-ion battery. MFR#: 3010617000-2018-01146 for the 3rd autopulse li-ion battery.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery (sn unknown) for investigation. A supplemental report will be filed when the product investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when autopulse platform (sn (B)(4)) used on an (B)(6) female with cardiopulmonary arrest, it suddenly powered off during active operation state. The customer changed another battery and the platform was powered on successfully. After performing compressions for an unspecified amount of time, the autopulse platform powered off again and the platform wouldn't powered on. The patient was given manual CPR immediately for 30 minutes. However, rosc was not achieved and the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. A cardiopulmonary arrest (or circulatory arrest) is also called a cardiac arrest and indicates a sudden stop in effective and normal blood circulation due to failure of the heart to pump blood. In this event, death is attributed to out-of-hospital cardiopulmonary arrest. Death is an expected outcome for out-of-hospital cardiopulmonary arrest. Please see the following related MFR reports: MFR # 3010617000-2018-01139: the autopulse platform, MFR # 3010617000-2018-01145: the 2nd autopulse li-ion battery.

Event description:
As reported, the autopulse platform was used to treat an (B)(6) female patient with cardiopulmonary arrest. The platform performed compressions for a while and suddenly powered off. The customer changed the battery and the platform was powered on successfully. After performing compressions for an unspecified amount of time, the autopulse platform powered off again and the platform wouldn't power on. The patient was given manual CPR for 30 minutes. However, rosc was not achieved and the patient was pronounced dead at the hospital.